Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device has not been returned to zoll for evaluation. The customer has indicated that the issue was found to be user error and no product will be returned to zoll.